Manufacturer narrative:
No device sample returned for manufacturer analysis and no lot number reported, no investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient alleges they experienced discomfort in the left (os) eye after a few days of used and replaced the lens with a new one. They allege that this lens resulted in an infection of the eye. The patient discontinued lens use for 20 days then resumed with a new lens and states that after 20 days the infection returned. Good faith efforts have been made to obtain additional info without success, additional info is unknown. This event is being reported in an abundance of caution due to lack of medical info, incomplete diagnosis, and unknown resolution.